Manufacturer narrative:
Used the first date of the month of the aware date as event date since there was no date provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. The patient presented with an acutely occluded distal left main coronary artery (lmca) and chronically diseased right coronary artery (rca) with 90-99% diffuse disease and timi ii flow. The left anterior descending artery (lad) and left circumflex artery (lcx) were diseased beyond the lm as well. The distal lmca was stented with bifurcation stenting into the lad and lcx. The physician then attempted to treat a mid lcx lesion with a synergy drug-eluting stent but the device failed to cross the lesion. The stent and catheter then became stuck with the previously placed lm portion of the lad stent and the shaft fractured. The physician advanced a non-bsc guide extension catheter over the broken device. Another wire and balloon were then used to trap the broken segment in the guide extension catheter. The devices were removed together as a unit. The physician re-stented the lmca and abandoned the mid lcx lesion. No patient complication were reported.

Event description:
It was reported that shaft break occurred. The patient presented with an acutely occluded distal left main coronary artery (lmca) and chronically diseased right coronary artery (rca) with 90-99% diffuse disease and timi ii flow. The left anterior descending artery (lad) and left circumflex artery (lcx) were diseased beyond the lm as well. The distal lmca was stented with bifurcation stenting into the lad and lcx. The physician then attempted to treat a mid lcx lesion with a synergy drug-eluting stent but the device failed to cross the lesion.the stent and catheter then became stuck with the previously placed lm portion of the lad stent and the shaft fractured. The physician advanced a non-bsc guide extension catheter over the broken device. Another wire and balloon were then used to trap the broken segment in the guide extension catheter. The devices were removed together as a unit. The physician re-stented the lmca and abandoned the mid lcx lesion. No patient complication were reported. It was further reported that the 80% stenosed target lesion was location in the moderately tortuous and moderately calcified lad and lcx.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as event date since there was no date provided. Device is a combination product.